Event description:
It was reported that during an open gastric tube procedure, the jaws of a device loading the reported blue reload did not open when the surgeon intended to use it after a nurse opened/closed the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep grasped the trigger after the operation, it functioned properly.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual condition and fully fired. Additionally, several b-form staples were received on cartridge deck. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? --- pce60a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? --- 4th.